Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow up in clinic, an svt (supraventricular tachycardia) episode labelled as vt (ventricular tachycardia) was observed on the device. No therapy was delivered. The programming changes were made. The patient was not symptomatic to issue and was unaffected by event. The patient was in good health during and after the intervention.